Event description:
It was reported that during a da vinci-assisted surgical procedure, 45 sureform stapler instrument failed to open after fire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A review of the information associated with this event has been performed by post market failure analysis engineer. The following additional information was provided: the logs showed pn 480445-06, ln u13241115-0107, was installed on the system 2x and fired 2 blue reloads. On both installs, the first clamp was successful, and the firings were each completed with no pauses for compression. Both unclamps were shown as successfully completed, per the logs. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the msc logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the sureform 45 stapler associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "it did not open after the fire". The reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf gray 45 reload two consecutive times. Visual inspection was performed and no damage was observed. The instrument was fully functional. No product issue was identified. Intuitive surgical, inc. (Isi) followed up and obtained additional information. There was damage out of the ordinary. There was no unexpected tissue removal. There was no bleeding. Instrument available for return with sequence ID (B)(4).